Manufacturer narrative:
The precautions in the package insert state "the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion." The product remains implanted in the patient and therefore will not be returned, therefore no product evaluation is able to be conducted. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of five for the same event. Reports one through five are reported on MFR #0001032347-2017-00739 through 0001032347-2017-00743.

Event description:
The patient advised that her implant has failed because she cannot open her mouth. A new surgeon will remove the device and implant a custom joint. She reported she has not scheduled the revision surgery yet. More information was requested but has not been received at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Multiple attempts were made to gather additional details in regards to the potential revision and product return. No additional details were provided. Based on the latest provided information, the patient has yet to schedule the revision and the product remains implanted. No product was returned and no functional tests or inspections were provided. The manufacturing history was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00739-1 through 0001032347-2017-00743-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00739-2 through 0001032347-2017-00743-2.

Event description:
It was reported by the patient she is scheduled to have surgery for the removal of the prosthetic on (B)(6) 2018. The joint will be replaced by a custom joint. She states her bite is at 9.75mm currently. The patient reports her surgeon stated "that the prosthesis part was more than likely the wrong fit, and that I have had bone growth. We will know more after surgery is completed. The bone was not removed fully and may have contributed, as well all scar tissue."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00739-3, 0001032347-2017-00741-3, 0001032347-2017-00742-3, and 0001032347-2017-00743-3.

Event description:
The patient confirmed the date of the revision and that she is dong well.